Manufacturer narrative:
The system was evaluated at the user facility and the power cord was found not properly attached to the machine. Preventative maintenance was performed and the electrical safety check passed. The device history record was reviewed and found to meet specifications. The loose power cord is most likely due to the equipment being moved multiple times by the user. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Event description:
The user facility in (B)(6) reported the system lost power and shutdown during procedure. The surgery team restarted the system. Surgery time was increased by 10 minutes. There was no patient impact.

Manufacturer narrative:
Corrected d4 model # to bl15455 and serial number (B)(6).